Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/30/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on with audio tones and vibrations but the display was blank. The pump case was removed and the display screen was found to be cracked. A test display was inserted and found to function properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.